Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, the implantable cardioverter defibrillator (ICD) was found to be in back up mode due to in-label use in magnetic resonance imaging (MRI) environment. It was noted that on the day the ICD went into backup mode, the patient had a MRI following a stroke. Reprogramming was performed. Patient status was unknown.